Event description:
It was reported that the pt was having good benefit with the device. The pt was explanted of the device on (B)(6), 2013 due to an inflammation in the mastoid region, where the electro was visible. Re-implantation is being considered after the inflammation is being cured.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.